Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted front case with keypad replaced due to unresponsive keypad as found software version 9.33.1.2, as left software version 9.33.1.2. Abgn card replaced due to failed network conectivity. A review of the device history record for (B)(6) was performed from the date of manufacture 04/06/2019 to the present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
Wont power on- 12/02/2020 13:05:00 (B)(6) prw - po = $0. (B)(6) shipping & billing addresses confirmed, npi.

Event description:
It was reported that the device would not power on. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from the date of manufacture 06apr2019 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Wont power on- (B)(4).